Event description:
It was reported that the caller spoke to a manufacturing representative because the patient was having problems with the patient programmer and recharger. A communication problem was reported. The caller, who was a family member of the patient, stated that the patient was going to charge on thanksgiving. The caller stated the patient always turned the implantable neurostimulator (ins) off when recharging. The caller stated that they turned the ins off when they tried to recharge. The caller stated the patient felt the ins turn off and the caller tried to turn the ins on with the recharger but reported that the recharger would not communicate with the ins. The caller stated that they grabbed the patient programmer and was not able to communicate with the ins either. It was noted that an ins overdischarge was suspected. The manufacturing representative reviewed that the patient might be in overdischarge. The last time any stimulation was felt was 2013-(B)(6). The caller stated they believed the last successful recharging session was 2013-(B)(6). The caller stated it was charged three-fourths to full. The caller stated that they normally charged ¿about every two weeks. The caller noted that they had not had ¿another issue with the equipment until now.¿ the caller was redirected to the patient¿s healthcare professional (hpc). Additional information received the patient tried to charge the prior week and could not so do. It was noted that the stimulator turned itself off and the patient was not able to get a normal charging screen. The manufacturing representative tried to read the ins 2013-(B)(6) but could not read it using the clinician programmer. The manufacturing representative tried the antenna locate but that was not successful and observed a range between 30-50. The patient charged regularly and usually observed 6-8 coupling boxes while charging. The manufacturing representative was now attempting a physician mode recharge (pmr). The patient had not reported seeing an end of service (eos) on the programmer. It was further reported that the recharge statistics indicated that the patient last charged on 2013-(B)(6) with ins starting voltage of 3.960v and ending at 4.065v. The manufacturing representative spoke with the patient¿s family member and 2013-(B)(6)was an ¿ordinary day¿ and ¿nothing happened¿ that the family member could recall. It was noted that the patient was feeling stimulation that day and when she put the recharger on the patient was still feeling stimulation. The family member reported that when they put the recharger on, they pressed the ¿green button only¿ and observed the ¿clear boxes.¿ it was noted that this was unusual for them and then the family member re-adjusted the recharger and after that the poor communication screen. The family member noted that during that time the patient indicated they were not feeling stimulation. It was noted that there were telemetry issues. The manufacturing representative reported they had done one hour of pmr but did not see a normal recharge screen after that one hour. The manufacturing representative continued to see a poor communication screen. The manufacturing representative was unable to interrogate with the patient programmer, recharger and clinician programmer. After the hour, the manufacturing representative attempted to connect with the cl inician programmer and it displayed ¿invalid sn, hit re-try or cancel.¿ after pressing re-try on the clinician programmer it looped back to the same screen. The manufacturing representative finished a second pmr and they continued seeing the same screen on the 8840 ¿invalid sn, press retry or cancel.¿ there was still no communication with the recharger or patient programmer. It was noted the issue would be discussed with the healthcare professional. The manufacturing representative reported the patient did not have any medical procedure done recently. It was noted the patient¿s last stimulation was on 2013-(B)(6) and the last charge was two weeks ago. It was noted that the patient¿s family member did observe a normal charging screen. The caller did not know the parameters the patient was programmed. It was noted that a 590 code was observed on the patient programmer. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant: product ID 3776-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3776-45, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).